Event description:
It was reported that the device was at end of life indicator due to suspected premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event. It was additionally reported that the device reached early elective replacement indicator due to high battery impedance.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Eri (elective replacement indicator) was caused by high battery impedance noted on (B)(6) 2011 prior to explant. The ramware version 8 was installed on (B)(6) 2011.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Eri (elective replacement indicator) was caused by high battery impedance noted on (B)(4) 2011 prior to explant. The ramware version 8 was installed on (B)(4) 2011. The device was later returned and analyzed. The device was returned and analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the device was at end of life indicator due to suspected premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Eri (elective replacement indicator) was caused by high battery impedance noted on (B)(4) 2011 prior to explant. The ramware version 8 was installed on (B)(4) 2011.